Event description:
Caller reported that their pt was experiencing nausea, so they called their pcp and took them to the ER, where they were admitted. Their endocrinologist stated that their ketones were high. A lab test was performed and the reading was 150 mg/dl higher than the freestyle flash meter. The actual reading were not specified. The customer was treated with an IV containing insulin.